Event description:
It was reported that the patient was experiencing a "hot feeling" on the bottom edge of their implantable cardioverter defibrillator (ICD) for a second or more about 3-4 times a month. The hot feeling occurs at no consistent time of day. The device will be replaced soon as the device is approaching elective replacement indicator, but currently it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Resistance/impedance increase was noted as two patient alerts for out of tolerance subthreshold lead impedance occurred on (B)(4)-2011 02:15:04 and (B)(4)-2012 02:15:04. The weekly pace lead impedance trend data show high impedance for min and max rv pace from 2208 to 2480 ohms range between (B)(4)-2011 and (B)(4)-2012.